Event description:
General report received of an unspecified number of undocumented incidents of no flow. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the tubings were "bending causing occlusion to the IV flow." The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A rep device is expected to be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).